Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the single port cadiere forceps instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have roll input disk broken inside the housing. No other components near the broken inputs were damaged. Due to the broken roll input, the roll motion shows delay when manually articulating the input. The instrument passed the recognition and engagement tests. The probable root cause is attributed to use and reprocessing conditions. The input disk can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem or peek material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks and may cause the input disk to break and separate from the instrument. Additional observation related to the customer complaint: the instrument was installed on an in-house system and driven. Instrument exhibited imprecise motion in the roll direction. The grip tips moved in the direction commanded, however a lag or delay in the motion was observed due to the broken roll input.

Event description:
It was reported that during a da vinci-assisted thymectomy surgical procedure, the single port cadiere forceps instrument was working backwards. When commanding up, it went down, and left was right. The procedure was completed, and no injuries were reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The single port cadiere forceps instrument was transferred to the failure analysis engineering (fae) team. Initial fa was confirmed; the instrument exhibits a broken roll input. Specifically, the plastic portion which surrounds the metal shaft was found to be broken. While holding the roll input disk, the instrument's main tube is still able to be rotated by hand, which is not normal condition as the main tube should not be able to rotate freely if the input disk is stationary. A roll input broken in this manner can lead to unintuitive motion as the instrument's main tube position and input disk position can become out of sync from each other, resulting in the system being unable to properly roll the instrument and leading to unintuitive motion. The root cause of a broken roll input can be attributed to improper reprocessing techniques or mishandling.